Event description:
(B)(4). A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported a change in therapy. The patient reported that she had a couple of falls (no allegation the ins or therapy contributed to the falls) and the patient's loss of therapy started after the falls. The patient also reported that she is trying to get rid of pneumonia and is coughing a lot, no allegation that the pneumonia or coughing was related to the device or therapy. The patient stated that she cannot control her bladder. The patient verified that the ins was on and that last week the patient had increased stimulation. Following the increase in stimulation the patient reported that she could feel stimulation, which was a change as the patient had not felt stimulation in several months. The patient stated that her body has become accustomed to the stimulation sensation so she currently does not feel any stimulation. The patient was advised that she could increase stimulation again to a comfortable level to see if there is improvement in symptoms and to follow-up with her healthcare provider. A follow-up letter from the patient's healthcare provider indicated that the patient has not been seen since 2015 and needed to follow-up. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.